Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked after loading it onto the pump. The customer was unsure whether the cartridge had been overfilled. Tandem technical support (cts) advised the customer not to fill the cartridges with over 300 units of insulin. Blood glucose level was not impacted.